Manufacturer narrative:
Investigation summary: it was reported that syringes are damaged and have black and white dots on them. To aid in the investigation, ten samples bulk in a plastic bag were received or evaluation by our quality team. A visual inspection was performed. Seven samples have embedded degraded resin, one has plunger rod damage, and three have minor rub marks. These three samples are viewed as having no defects as the rub mark imperfection is considered acceptable. The three photos provided show the samples received. The embedded degraded resin in the component typically occurs at the startup / restarts of the injection molding process. For the damaged parts defect, it is likely that a jam occurred during the assembly process resulting in the damage to the plunger rod. Based on the investigation of the returned samples and analysis of the photos provided, the condition reported by the customer is confirmed. A device history record review was completed for provided material number 301033, lot number 0302862. The review did not reveal any detected quality issues during the production of this lot that could have contributed to these reported defects. The frequency of inspections have been increased to minimize the escape of defective product. Additional further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 310 bd luer-lok" syringes had black foreign matter in them, and 154 syringes were found with damaged barrels/flanges and/or plunger rods. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "part number: 301033 lot number: 0302862; black dots: (B)(4) pieces; damaged: (B)(4) pieces; total: (B)(4) pieces".